Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. This patient was enrolled with an indefinite dysplasia (14 cm). After a third circumferential ablation dysphagia to solid foods and a mild stricture was noted and the patient was dilated. The patient's symptoms were resolved with no stricture or dysphagia. Per the physician the severity of the event was mild and relationship of the event to the device procedure was possible and there was no device malfunction.